Event description:
Hcp reported the pump was removed due to "malfunctioning of the pump and catheter." The system gave an "upredictable response." The patient had "possible withdrawal secondary to interruption of the pump." Symptoms included increased spasticity. The pump was explanted and replaced in 2003. It was returned to the manufacturer for analysis. In 10/2003 the patient was reported as being sleepy and flacid so the infusion rate was decreased. The pump dose was decreased twice in 11/2003. There was no comment on the current status of the patient.